Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, battery door broken, battery compartment damaged, worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. No evidence was found in the event history log. Functional testing was unable to replicate the reported issue; the device was working properly as intended. The root cause was unknown. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion (dso) calibration failure. The event occurred during testing. There was no patient involvement and no patient harm.